Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated magnesium result generated on an alinity c processing module for one sample. Results provided: (package insert reference range is 0.66 to 1.07 mmol/l): sid: (B)(6) initial = 1.29 mmol/l, repeat result = 0.52 mmol/l. No impact to patient management was reported.

Event description:
The customer provided additional information: the customer's reference range is 0.7 to 0.9 mmol/l

Manufacturer narrative:
The field service representative (fsr) inspected the alinity c processing module, performed quarterly maintenance, and observed the sample probe was dirty and the mixer bent. The fsr replaced the parts, and the issue was resolved. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of the scorecard identified no similar issues related to the alinity system, likely cause parts, or discrepant results as described. A review of tracking and trending for the mixer and the alnty c-series sample p did not identify any trends. A review of tracking and trending of the alinity c processing module did not identify any trends associated with the complaint issue. A review of historical data found no non-conformances related to the current complaint. Labeling was reviewed and provides adequate information regarding the troubleshooting of erratic/discrepant results. Based on the investigation, no systemic issue or deficiency for the alinity c processing module for sn (B)(6) was identified. All available patient information was included. Additional patient details are not available.